Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive unexpected restart alarms, spanish anomaly alarms and an external ram crc error alarm. It was reported that insulin pump was not stored without battery for an extended period of time. Customer's blood glucose was unknown.. Insulin pump would be replaced.

Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates and no unexpected restart or general alarms were noted during basal testing. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests. No unexpected restart or external ram crc alarms were noted during testing. All operating current measurements were normal. No displayable history alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.